Event description:
On (B)(6) 2013: customer states via phone that during a soft tissue neck CT, a (B)(6) female patient received an air injection. The patient remained completely asymptomatic. There was not any air noticed by the technologist in the loading of the prefilled syringe or any errors with the injector during the delivery of the contrast media. The radiologist noticed the air injection and estimated it to be approximately 3-5ml of air on the review of the images after the procedure was completed. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.